Event description:
The customer contacted physio-control to report that while testing their device it would intermittently not recognize paddles lead ECG when used in conjunction with their quik-combo therapy cable. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the intermittent issue. Physio determined that the cause of the reported issue was the quik-combo (qc) therapy cable. The customer provided physio with a spare qc therapy cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The qc therapy cable was disposed of locally and not returned to physio-control for further evaluation.